Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4076-52, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was no capture and that the atrial lead was out of the atrial appendage. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.